Manufacturer narrative:
(B)(4). Date sent: 04/02/2021. D4: batch # u5dl0j. H6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device was received with staples present and an anvil with uncut washer. The supplied anvil was installed on the device trocar with no issues. Although the device was not fired, dried tissue formed staples and a suture was adhered to the anvil. The staples were bright metal, possibly stainless steel, and not of vegas device origin. The anvil was cleaned and the device was fired into test skin with no issue. It formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staples meet the staple form release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date . Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection procedure that the anvil could not be seated on two devices. A third device of a different lot was used to complete the procedure. There were no adverse consequences for the patient.